Event description:
Patient receiving alcohol ablation of left renal cyst. During dwell time patient was rotated with the catheter in place. Patient was rotated in 10 minute intervals on left side, right side, supine and prone positions. After final rotation and procedure was complete, catheter noted to be kinked and split along one side but otherwise intact. No pieces were missing.